Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient underwent treatment of a descending thoracic aortic intramural hematoma with a conformable gore® tag® thoracic endoprosthesis (tgu343415). It was reported the intramural hematoma extended distally from the left subclavian artery to the level of the diaphragm. On (B)(6) 2014, the patient presented to the hospital with chest pain. Angiography performed that same day identified, distal to the origin of the left subclavian artery and proximal to the previously implanted conformable gore® tag® thoracic endoprosthesis, a 15mm out pouching at the superior margin of the aortic arch with adjacent 8mm in depth mural thrombus. An intervention was performed to treat the continuing progression of the hematoma. A conformable gore® tag® thoracic endoprosthesis (tgu343410) was implanted for proximal extension on the tgu343415 with intentional coverage of the left subclavian artery. Final angiography showed resolution of the hematoma. Reportedly, there was no evidence of an aneurysm and the patient tolerated the procedure.